Event description:
It was reported that right ventricular (rv) lead perforation was suspected, and intermittently high, out-of-range pace impedance measurements greater than 2,000 ohms were observed. There was no evidence of noise, both sensing and thresholds were stable, and rv shock impedance measurements were within range. R-waves were approximately 11 mv and the patient did not pace in the rv. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes, and the observed impedance trends may suggest a spring contact issue. This rv lead remains in service and will continue to be monitored at this time. No additional adverse patient effects were reported, and it was noted the patient's ejection fraction had normalized.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.